Manufacturer narrative:
After 3 unsuccessful good faith efforts to obtain relative information from the customer about the repair/evaluation results and serial number of the unit this complaint is being closed. A supplemental report will be sent upon receiving this information.

Event description:
The facility¿s nurse reported that the intra-aortic balloon pump (iabp) catheter had condensation inside of it. The iabp has been alarming gas gain in iab circuit and irregular pressure trigger detected. The only way to get the alarm to stop was to push and hold the autofill button. The physician discontinued the use of the iabp and the catheter was put in a biohazard bag to return to the manufacturer. The nurse stated that the alarm had been going off every hour since the admission to the intensive care unit (ICU) on (B)(6)2017. The first notification to the cardiac assist territory manager (catm) was (B)(6)2017. The iabp and catheter were discontinued on the patient on (B)(6)2017 without issue. No adverse event, patient injury or harm were reported.

Manufacturer narrative:
The production device history record (DHR) for this intra aortic balloon pump (iabp) unit was unable to be reviewed as we were not able to obtain the serial number for the iabp associated with this complaint. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The facility¿s nurse reported that the intra-aortic balloon pump (iabp) catheter had condensation inside of it. The iabp has been alarming gas gain in iab circuit and irregular pressure trigger detected. The only way to get the alarm to stop was to push and hold the autofill button. The physician discontinued the use of the iabp and the catheter was put in a biohazard bag to return to the manufacturer. The nurse stated that the alarm had been going off every hour since the admission to the intensive care unit (ICU) on (B)(6) 2017. The first notification to the cardiac assist territory manager (catm) was july 31, 2017. The iabp and catheter were discontinued on the patient on (B)(6) 2017 without issue. No adverse event, patient injury or harm were reported.